Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit's green light emitting diode (led) indicator had a contact failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 13may2019. Manufacture date: 27mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power overlay switch and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.